Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they couldn't get their device to turn up. Patient stated that they were able to turn their stimulation up, but now they were unable to. Patient was able to turn stimulation down. Patient said that they turned the handset off and back on to reboot it, but that didn't resolve the issue. During the call, patient saw their main therapy screen and that they were on group a with programs 1 and 2 at 5.7 and 5.4. Patient said that when they went to group b and c, they could not even feel stimulation. Patient tried adjusting their stimulation up and saw therapy increase not available. The issue was not resolved. Agent reviewed screen meaning with the patient. Agent provided the nas phone number for their doctor to call. The patient was redirected back to their managing healthcare provider to further address the issue and to meet with a medtronic representative in person for reprogramming to better optimize their therapy.